Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient received inappropriate ventricular tachyarrhythmia therapy for atrial fibrillation (af) with rapid ventricular response. As the battery had neared the elective replacement indicator (eri), it was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: analysis of the device memory was performed and no anomalies were found.